Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that had a display anomaly with their insulin pump. The customer's blood glucose level was 144 mg/dl at the time of the incident. The customer stated that they could not exit the main menu on the device. The customer stated they will revert to manual injections. The customer did not return the product back for analysis.